Event description:
Information received from the field does not address the patient's clinical status but notes that an interrogation of the device showed high ventricular impedance in both unipolar and bipolar configuration. An invasive evaluation found the set screw to be loose. The physician tightened the set screw and the device was reimplanted.~~~~~~~